Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump would not turn to the expected set speed and displayed pump jam, belt slip, and under-speed messages. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the clinical specialist corresponded with the perfusionist regarding the incident the team had with their six inch roller pump in the cardioplegia location. The team set up the 4:1 cardioplegia set without issue for a cpb procedure on (B)(6) 2019. The team set the occlusion just barely occlusive per their protocol. During the cardioplegia delivery the roller pump gave pump jam, belt slip, and under-speed messages. The end user stated that the pump would not turn at the set speed, that it was much slower than expected, and that the pump seemed to not have enough power, even when it was set to extremely minimal occlusion. He stated that this occurrence happened approximately five times during the duration of the procedure. To mitigate the issue, the team adjusted the occlusion a few times, and moved the tubing in the actual raceway a little bit. The team was able to deliver all dosages of cardioplegia. This incident did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
The reported complaint was confirmed via the information obtained during the clinical review. Multiple diligence attempts were unsuccessful for part return so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.